Event description:
It was reported that the user experienced bluetooth connectivity issues between a dexcom g7 sensor and the ilet, resulting in signal loss to the ilet, and was assisted by support to toggle the dexcom g6/g7 setting and re-pair the sensor, after which pairing was successful and glucose values remained unaffected. Symptoms included no reported adverse physiological effects. Outcomes included no alerts or alarms and no impact to blood glucose control. Investigation included guided troubleshooting and user education, including device setting verification and reconnection steps. Investigation of this case revealed a resolved communication pairing issue between the cgm and ilet, with normal device function after re-pairing. It was concluded, based on previously established findings for similar reports, that the cause was user interface interaction contributing to a temporary communication disruption, resolved by re-pairing.